Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient had not used her neurostimulator for "many years", because she said it did not help. The battery was completely depleted and device interrogation was not possible. She needed a lumbar MRI so the device system was explanted. Further information was requested.